Event description:
Material no. 367820, batch no. 9235771. It was reported that during use of the bd vacutainer® serum blood collection tubes the tubes are not separating plasma correctly. 3 of 4: male, 16yo. Customer called to report that they received an order of tubes 367820, 9235771. That 70% work and 30% don't. We only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on thursday october 17, 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly. We used other vials and we didn't not have any issues.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to poor serum were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367820, batch no. 9235771. It was reported that during use of the bd vacutainer® serum blood collection tubes the tubes are not separating plasma correctly. 3 of 4: male, (B)(6). Customer called to report that they received an order of tubes 367820, 9235771. That 70% work and 30% don't. We only extract wisdom teeth and we only do surgeries on healthy teenagers. We received the vials on thursday (B)(6), 2019 and started using them immediately and around 4 out of the 10 surgeries we used these vials on the plasma did not separate properly. We used other vials and we didn't not have any issues.